Manufacturer narrative:
It was claimed that o2 concentration issue occurred. Based on available information, the equipment constantly provides 99% o2 concentration and despite trying to manually change the value, it does not drop below 99%. The problem was confirmed in problem description and service report. Device's logs were not available for further evaluation. The exact root cause of the failure has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/24/2009. Corrected manufacture date: 04/15/2009.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator was supplying a concentration of 99% o2 and despite trying to change the value manually, it did not go below 99%. There was no patient harm. Manufacturer ref.#:(B)(4).